Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required treatment with a previously prescribed medication. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2019. The patient's mother reported the patient's skin developed rashy bumps underneath the g5 sensor adhesive. The patient's mother applied fusidine cream to the affected area on (B)(6) 2019. No further medical intervention was required. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Fusadine cream had been prescribed following previous skin reaction related to the device.